Event description:
This report was rec'd from an outpatient surgery center in which an intraocular lens was implanted then explanted the following day. Cataract extraction of the right eye was performed on 22 jan 98 with implantation of a model 811a intraocular lens. The next day, it was noted that the lens decentered. Explant was performed on 23 jan 98 and another lens implanted without any problems. The physician indicated that the lens (model 811a) was not defective. It had decentered inferiorily and this was due to zoluler lysis. As of 2 feb 98, the pt was doing good (one week postop). The iol was returned to the MFR and no product problem was identified.